Event description:
Facility staff alleged totalcare bed head of bed keeps drifting down. No injury reported.

Manufacturer narrative:
Tech confirmed head of bed has a slow drift. Found CPR value had wear and tear. Replaced CPR value to resolve this problem bed located in plant ops.